Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence and vaginal prolapse.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient had sparc implant on (B)(6) 2006. No additional information was provided.